Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the probe had separated from the shaft; however, the fracture point was found to be approx two inches from the proximal end. The probe was found bent and the curve in the probe, which is supplied straight, was most pronounced at the proximal end of the shaft. There were multiple scratches and scrape marks noted on the external surface of the probe. The exact cause of the user's experience could not be conclusively determined at this time; however, user handling could not be ruled out as a contributory factor to the reported event. The device instruction manual for the ultrasonic lithotriptor instructs users not to apply excessive force to the probe or to allow contact with any other device during the ultrasound output. The device was forwarded to the original equipment MFR for further investigation. A supplemental report will follow, if add'l info becomes available later. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during a percutaneous nephrolithotripsy procedure, the ultrasonic probe became detached from the shaft approx an inch from the proximal end of the device. The probe was replaced, and the procedure was completed using a different, but similar probe. There was no pt injury reported.